Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose reported at 240 mg/dl initially and later 215 mg/dl; the user changed the infusion set, noted no visible defect of the tubing or cannula, and reported no device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included technical support review and troubleshooting education with recommendations to allow time after the infusion set change, monitor blood glucose, perform a fingerstick check if elevation persisted, and change other supplies as needed. Investigation of this case revealed no device alarms and no observed hardware issues reported by the user. It was concluded that the cause of the hyperglycemia was unclear and that user monitoring and supply changes were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.